Manufacturer narrative:
UDI= (B)(4).

Event description:
As reported by the patient's attorney, a boston scientific device was implanted. According to the complainant, the patient experienced vaginal pain, incontinence, painful intercourse, urinary tract infections, bowel issues, twitching and spasms. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.